Event description:
The customer's mother reported via phone call indicating that the insulin pump had a damage on battery cap compartment. Customer's blood glucose was unknown mg/dl. The customer does know how the damage occurred. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received with broken battery tube threads. Unit received with bleeding glass on lcd board. Unit received with cracked case at display window corners. Unit received with minor scratches on lcd window.